Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges when attempting to deliver a bolus. Customer reported a blood glucose level in the low 200's (mg/dl), which was addressed with a insulin injection. The contact was able to load a new cartridge successfully, and if needed, has manual injections available as alternate insulin therapy.